Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was above 215mg/dl at the time of the incident. The customer reported there was fluid in pump. The customer reported that the current blood glucose was 329mg/dl and it was 400mg/dl before. Then it got to 430mg/dl and took 4.6 units. The customer reported that it was not coming down its going up. Then it was 215mg/dl in this morning and took morning dose. The customer reported a bit of insulin in the reservoir chamber on the top of the screw on the piston there was small amount of insulin. The customer reported o-ring inside lip of reservoir compartment was missing. The pump passed self-test and high pressure test. The customer treated for high blood glucose with the pump. The customer stated the drive support cap appeared normal (slightly indented). High pressure test passed. The insulin pump will not be returned for analysis.